Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) batteries were not charging, particularly battery 2. No patient harm reported.

Manufacturer narrative:
Additional contact info: (B)(6). Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) evaluated the unit and was able to replicate the reported malfunction. The unit recognized ac, but was failing to charge battery two. Swapping out batteries between bays failed to address the issue. There was nothing critical found in the fault table. The fse reviewed the power activity log and identified swapping back and forth between batter use, recognizing ac, switching to battery charge, and then going to battery power. The fse stated that the unit could in fact charge. The fse replaced the power management board as a precaution. The fse replaced the threaded probe temperature sensor, pressure tube assembly, and vacuum tube assembly as a precaution describing them as 'worn'. The fse completed a preventive maintenance (pm) with a full system checkout. The fat performed a visual inspection and found the parts to be in good condition. Tubing and temp sensor had normal wear and tear. The fat installed in cardiosave and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the parts in the failure analysis and testing department. The most probable root cause for the power management board is component reliability or an unseated pcb. Based on the evaluation provided by the fse, the other components were not replaced for any malfunction. Therefore, no root cause could be determined.

Event description:
N/a.